Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed good condition. Review of event history logs was not applicable. Functional testing was performed and the reported issue was replicated. The root cause was determined to be the clutch assembly worn out. The clutch assembly was replaced. Service history review identified that the device was previously serviced and the technician failed to replace the clutch assembly at that time resulting in recurrence of the reported issue.

Event description:
It was reported that the device exhibited a ¿check clutch/plunger¿ error. It is unknown if there was patient involvement, no adverse patient effects were reported.